Event description:
It was reported that the cadd legacy pump produced a no disposable attached alarm. The pump also produced an air-in-line alarm. No patient injury or complications were reported in relation to this event.